Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspections were not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a total knee done (B)(6) 2015. Patient fell and dehisced his incision and was brought to surgery to do a washout. No implants were removed during this procedure. Over the next two months the patient developed large draining sinus showing signs of massive infection. The patient was brought to surgery to remove all implants. Cultures were taken to confirm infection. Dr. Put in cement spacer with high quantities of antibiotic to combat the infection. It will be evaluated at a later date to further solve patient's problem.

Event description:
Patient had a total knee done (B)(6) 2015. Patient fell and dehisced his incision and was brought to surgery to do a washout. No implants were removed during this procedure. Over the next two months the patient developed large draining sinus showing signs of massive infection. The patient was brought to surgery to remove all implants. Cultures were taken to confirm infection. Dr. Put in cement spacer with high quantities of antibiotic to combat the infection. It will be evaluated at a later date to further solve patient's problem.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #7 l-cem; cat# 5510-f-701; lot# ejxdx. Triathlon prim cem fxd bplt #8; cat# 5520b800; lot# ekhxj. Triathlon asymmetric x3 patella; cat# 5551-g-401; lot# ljtr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.